Event description:
Hill-rom received a report from the account stating the left head side rail would not latch. The bed was located in ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly had a fluids that drained in it. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records did show hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their beds. The technician cleaned the latch assembly to resolve the issue. Based on this info, no further action is required.